Event description:
Healthcare professional reported "implant without the outer plastic wrap and the seal was broken". The device was not implanted. The device did have patient contact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: packaging issue, sterility. A review of the device history record has been completed. No deviations or non-conformances noted.